Manufacturer narrative:
(B)(4).

Event description:
The device was prophylactically removed following the fsca which is reported under related manufacturer reference: (B)(4). During the ICD prophylactic replacement due to the advisory for premature battery depletion with implantable cardioverter defibrillator, an infection was noted. The device was explanted and a replacement is anticipated after the infection is resolved. The patient is being treated with an antibiotic.

Manufacturer narrative:
Related manufacturer reference number: 2938836-2016-16571. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).